Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had the ins relocated in their body because it was up so high in their back that it was tilting out and was not staying flat up against their back. The ins was revised on (B)(6) 2017. The issues with the tilting reportedly occurred immediately after the patient was first implanted. No further patient complications were reported as a result of this event.